Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: imdrf annex codes b17, c20, d16, g02005 are applicable for this device continuation of d10: section d information references the main component of the system. Other relevant device(s) are: model : nim4cm01, serial number: unknown h6: imdrf annex codes b21, c21, d16, g02030 are applicable for this device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device had not recognized by console. There was no patient impact in this event.

Manufacturer narrative:
H3: product analysis found that the customer's reason for return hasn't been confirmed. The software present is 1.5.4. The device has been received in good conditions. No anomalies have been found. H6: codes updated. Previous applied fdm b17, fdr c20, fdc d16 codes are not applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: model : nim4cm01, serial number : unknown h6: imdrf annex codes b17, c20, d1102 are applicable for this device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.